Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred in 2008, due to pain.

Manufacturer narrative:
Evaluation summary: no part was returned for evaluation. Also x-rays are not available for review. The patient's age, weight and the activity level are not known. Report states that the patella was resurfaced during revision surgery for pattello-femoral pain. However, the problem related to the articular surface is not known. Device history records indicated that the part was manufactured and packaged to specifications. The cause of the problem could not be determined due to insufficient information. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.